Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced low blood glucose associated with three sensor failures and bleeding at the insertion site which was treated with oral carbohydrate intake including juice oat bar and toast with honey on (B)(6) 2026.